Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3 and h11. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 06-nov-2025 indicated that the left middle m1 cerebrum was being treated. There was no relevant anatomical information including vessel characteristics. There was no allegation of patient injury due to an alleged product issue. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during a thrombectomy and during the process of removing the thrombus for the first time, the embovac thrombus aspiration catheter (ic71125ca, 31659922) could not aspirate the thrombus. The doctor removed the thrombus aspiration catheter from the patient for inspection and found the thrombus aspiration catheter tip was compressed/flat and was unraveled/stretched. The doctor switched to a new thrombus aspiration catheter to complete the surgery. There was no patient injury reported. It was noted that before surgery, the device packaging and device were inspected and both in good condition. Additional event information received on 06-nov-2025 indicated that the left middle m1 cerebrum was being treated. There was no relevant anatomical information including vessel characteristics. There was no allegation of patient injury due to an alleged product issue. The device was returned to j&j medtech for further evaluation. A non-sterile ic 71, 125 cm, ce, asp. Ind. Was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and one compressed section of 4cm was found on the distal end of the catheter. The issue reported regarding a kinked / bent tip is confirmed. These damages could be related to the insertion of the catheter through the hemostasis valve, since according to risk documentation, a catheter can become damaged when hemostasis valve is not opened sufficiently and/or the introducer not being seated distally enough inside the hemostasis valve; however, given the broad sequence of events, this remains speculative, and a conclusive cause cannot be determined. There is no indication that the issue reported in the complaint is related to a manufacturing issue. The stretched condition of the distal tip was not originally reported; however, this could be the result of the compressed condition of the catheter. A manufacturing record evaluation was performed for the finished device 31659922 number, and no internal actions related to the malfunction were identified. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following precaution: ¿ exercise care in handling the intermediate catheter to reduce the chance of accidental damage. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a thrombectomy and during the process of removing the thrombus for the first time, the embovac thrombus aspiration catheter (ic71125ca, 31659922) could not aspirate the thrombus. The doctor removed the thrombus aspiration catheter from the patient for inspection and found the thrombus aspiration catheter tip was compressed/flat and was unraveled/stretched. The doctor switched to a new thrombus aspiration catheter to complete the surgery. There was no patient injury reported. It was noted that before surgery, the device packaging and device were inspected and both in good condition.